Manufacturer narrative:
Reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. A 38 x 3.00 promus premier select was deployed in the left anterior descending artery (lad). While taking an orthogonal view of the deployed stent, a distal edge dissection was noted. Another promus premier select was deployed to cover the edge dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was stable at the end of the procedure.